Manufacturer narrative:
The pump was returned for evaluation on 3/19/2024. Analysis of the returned device was completed on 4/16/2024. The results are below: the pump's event log was pulled as part of the investigation, and upon review it was noted that an abrupt power off was found in the log, as reported by the end user. An abrupt power off can be seen below on event lines 236 by the "log_event_on" code without an "log_event_off" code before it: event 234: log_event_data time: 165:48:09 type: current_infusion_data data_log_end eventbytes: 0b 48 09 02 40 01 00 9f. Event 235: log_event_run, time: 165:48:09, rate: 8ml/hr reason: log_run_cause_prog_run, eventbytes: 03 48 09 00 08 00 01 5d. Event 236: log_event_on, time: 165:165:165, software_version: 213, reason: log_on_cause_onoff, eventbytes: 00 ff 00 d5 ff 2b fd . The pump completed a 20 ml infusion without an abrupt power off taking place at any point. Although the issue was not repeated in testing, it was confirmed during the review of the devices event log. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.